Manufacturer narrative:
(B)(4). This was a report of a use error, where the patient dropped the patient line causing a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis therapy. The patient line was dropped. The technical service representative assisted in ending therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.